Event description:
It was reported that the user experienced an insulin occlusion while using an ilet system with a contact detach infusion set, turned off the pump, and administered a manual fast-acting insulin injection before resuming therapy after a full supply change and relocation of the infusion site to the lateral thigh with a reported blood glucose was 239 mg/dl at the time of the call. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included restoration of insulin delivery and resolution of the occlusion after the supply change and site move, without hospitalization. Customer care provided technical troubleshooting and guidance on infusion site selection and replacement of the infusion set and related supplies. Investigation of this case revealed that the insulin occlusion was resolved by replacing the contact detach infusion set and using an alternative site, consistent with an infusion set or insertion-site related delivery obstruction. It was concluded, based on established findings for similar reports, that the cause was an infusion set/site issue leading to occluded insulin flow, resolved by supply change and site relocation.